Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigation confirmed the customer reported complaint; however, could not replicate. The usm was tested on an in-house system in normal mode without any errors. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) where all related test passed. After further investigation, contamination was not found on the usm. The system logs confirmed errors 31114, 32097, 25730, and 31226 pointing to a communication issue. As a fix, the parallelogram assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) 3 to resolve fiber-related errors. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, two recoverable faults occurred. Prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse), the customer recovered the faults. The tse verified via the system logs that the recoverable fault occurred against universal surgical manipulator 3(usm). The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back on without error. The tse advised the customer that the error was likely to return since the error was also present in the logs from the previous day. The tse explained that usm 3 could be disabled to continue the procedure with 3 usms. The customer stated they would inform the surgeon, and possibly move cases to other systems for the remainder of the day. There were no reports of patient injury.